Manufacturer narrative:
Updated fields: d8, h3, h4, h6, h10 corrected fields: b3, d9 (device was returned prior to initial submittal), g2 (health professional should not be selected on the initial medwatch) this report is being supplemented to provide additional information based on the additional results from third-party testing, the device evaluation, and the legal manufacturer's final investigation. An additional culture test was performed by a third party lab for olympus. The hygiene microbiological investigation report indicated that all channels of the scope were cultured and no bacteria was detected. The device was evaluated and no abnormalities were found that could have led to a positive culture. A few defects were noted during the evaluation; the air/water cylinder has discoloration, the suction cylinder has discoloration, the grip has a scratch, water tightness was lost due to deformation of the plug unit, the image was partioally dark due to a crack in the objective lens, the image had white dots due to damage to the charge coupled device unit,the light guide bundle has breakage, the scope cover was scratched, the adhesive around the light guide lens has a white clouded area, the adhesive on the bending section cover has a white clouded area, and the connecting tube has a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. After culture testing, the device will be evaluated. Additional information provided by the customer confirmed the device was disinfected in accordance with local guidelines. The hygiene microbiological investigation report indicated the channels of the scope were cultured and more than 20 cfus of pseudomonas aeruginosa were detected in the biopsy channel, more than 20 cfus of pseudomonas aeruginosa were detected in the air/water channel and more than 20 cfus of pseudomonas aeruginosa were detected in the auxiliary water channel. The samples collected from the air/water channel and biopsy channel did not meet krinko and the bfarm 'requirements (bundesgesundheitsbl 2012 - 55) and additional testing is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope tested positive less than 10 colony forming units (cfus) of pseudomonas aeruginosa. The customer also reported that the device tested positive a second time for an unspecified microorganism. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.